Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product is expected to return for evaluation. Device history review for part# 314.05 lot# 5228252 showed release to warehouse date: may 2, 2006 and supplier: synthes (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis.

Event description:
It is reported during a hip pinning procedure on (B)(6) 2016, while attempting to tighten a screw, the tip of the cannulated hexagonal screwdriver broke off and fell to the floor. No fragment fell into the patient field. Procedure was delayed approximately 5 minutes. Another driver was readily available and was used to complete the procedure with no further harm to patient. Concomitant devices reported: unknown screw (part and lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A visual inspection, functional test, and drawing review were performed as part of this investigation. The returned device was examined and the complaint condition was able to be confirmed as the cannulated hexagonal tip was found to be broken and missing approximately half of the cannulated hexagonal tip, approximately 4mm x 6mm x 1.5mm. No definitive root cause was able to be determined however the complaint condition is typically associated with rough handling and/or the application of excessive forces during screw insertion. No product design issues or discrepancies were observed that may have contributed to the complaint condition. No product design issues or discrepancies were observed. The returned 4.0mm cannulated hexagonal screwdriver (314.05) is a common trauma instrument and is noted in 15 system technique guides including: 4.5mm va-lcp curved condylar plate and 6.5mm/7.3mm cannulated screw. In the cannulated screw system the returned driver is one of four instruments intended for screw insertion (313.93, 314.04, 314.05 and 314.23). The returned device was examined and the cannulated hexagonal tip was found to be broken and missing approximately half of the cannulated hexagonal tip, approximately 4mm x 6mm x 1.5mm - calipers ca94p. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level and shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.